Event description:
A pump malfunction was reported by a caller, identified with a malfunction code "malf 5," and a fault ID was available. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the same malfunction did not recur afterward. The customer was advised to continue using the pump and to contact technical support if any issues recurred.